Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose at the time of admission was unknown. The customer recalled their blood glucose being high and having ketones as a result. Customer also reported dehydration was another cause of their hospitalization. The customer was rehydrated with fluids at the hospital. Customer also reported a broken belt clip. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.